Event description:
On (B)(6) 2012, pt reported insulin spilled inside the cartridge compartment of the infusion device. She inserted a new cartridge on (B)(6) 2012 and noticed 2 large drops and a small drop of insulin beneath the cartridge plunger on the day of the report. She was able to dry the cartridge compartment throughly with a q-tip. The adapter had not been changed since (B)(6) 2011, and she was advised on the MFR recommendations. No leaks were detected in the infusion set, and pt believes the leak originated near the cartridge plunger. The adapter, cartridge, and infusion set were requested for evaluation. Pt was sent replacement adapters and cartridges. The infusion device will not be returned for evaluation. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.